Manufacturer narrative:
Lot manufactured between september 27, 2019 and september 29, 2019. The actual device was not available; however, photographs of the sample was provided for evaluation. Visual inspection of the photograph was performed which revealed an administration port leak. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.